Event description:
It was reported that the 24 hour post-procedure imaging showed an expansion of the index infarction. No other information was available at the time of the report. Additional information received reported that there were no adverse events for the subject. Additional information received from the site reported the patient experienced a non-serious adverse event of a new infarct demarcation in media territory left (lobus parietalis and frontoinsular lefe) on follow-up imaging. Per the site, the event was due to possible perinterventional occlusion of the collateral branch of artery cerebri media. The site assessed the event to be possibly related to the procedure, solitaire device, and riptide system. No action was taken for the event, and it resolved on (B)(6)2020. Additional information received reported the onset of the event was 21-oct-2020. Additional information received clarified that the new or recurrent stroke did not require a mechanical thrombectomy. The patient's baseline mrs score was 0. Additional information received reported change/correction from previous information and indicated that additional percutaneous intervention was required for treatment of the new infarction in the same region observed in follow-up imaging.

Manufacturer narrative:
A separate report will be submitted for the react aspiration catheter also used in the index procedure. This event is reported at this time base on new/additional information received with indicated a reportable event. A2. Only the patient's year of birth was provided by the site. Therefore, only the year of the reported birthdate is valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.